Event description:
Customer reported receiving an error message on their locked freestyle meter. When device was returned, it was found to be unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Returned device was investigated and found to be unlocked. Complaint confirmed, uom unlocked. Customers and retailers have been informed through the fa 16 may, 2006 letter.